Manufacturer narrative:
Intuvie received a pump for routine preventive maintenance (pm). During device testing the infusion pump failed the ground resistance test, measuring 1.756 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power filter will be replaced. Reference to complaint#: (B)(4).

Event description:
Intuvie received a pump for routine preventive maintenance (pm). During device testing the infusion pump failed the ground resistance test, measuring 1.756 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power filter will be replaced. No patient involvement was reported.